Manufacturer narrative:
It was reported the unit was running with lid open and with a clicking sound. No injuries reported or loss of sample.

Event description:
Customer reported the centrifuge runs with lid open.